Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned and the reported event of failure to capture could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported event of failure to capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited failure to capture. The pacemaker was not used, and the physician elected to implant another pacemaker and completed the procedure. The patient remained in stable condition.